Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter would not blink when connected to the sensor. The customer¿s blood glucose was unknown. Troubleshooting was performed. When they removed the sensor to check for damage there was no electrode. The customer stated there was nothing left in the site that they could see. The sensor will not be returned for analysis.